Manufacturer narrative:
G4:17dec2020. B4:18dec2020. The manufacture's field service engineer confirmed the issue and indicated the power management (pm) printed circuit assembly (pca) board, and navigation ring are defective. The fse replaced the pm pca board, air filter, and fan filter to resolve the 5volt (v) issue and replaced the front bezel to addressed the navigation ring issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04nov2020.

Event description:
It was reported to philips the unit shows fault in 5volt (v) source and shows main alarm and the navigation (nav) ring button does not work properly. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.